Event description:
Reported as, "patient sustained injuries", "lap-band operation, broke."

Manufacturer narrative:
Taper unknown. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. No additional information regarding the event has been reported to allergan nor regarding the serial number or explant date. Device labeling addresses the possible outcome of leakage and varied injures as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "It is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body."